Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, only the connector portion of the lead was returned for analysis. Visual analysis found a full breach outer insulation degradation exposing the outer coil at 4.5 cm from the connector pin. Surface cracking was noted in this region. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.